Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6), 2006 and subsequently expired on (B)(6), 2006 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products associated MDR #1225714-2014-05014, 05015, 05016, 05017, 2937457-2014-01152 and 01153.